Event description:
It was reported that the procedure was to treat the anterior tibial artery (ata) with strong calcification and a non-treatable kink in the artery due to fracture of the tibia and fibula. The 2.0x80 mm armada 14 percutaneous transluminal angioplasty (pta) catheter worked properly when it was first advanced onto a guide wire. However, when the armada 14 pta catheter was removed from the wire, rinsed and threaded onto a non-abbott guide wire, it was no longer able to advance. A new catheter was used without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified a stretched proximal shaft.

Manufacturer narrative:
Visual inspection was performed on the returned device and stretching was noted on the shaft proximal to the proximal seal. The reported difficulty advancing the device over the guide wire was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing the device over the guide wire appears to be related to operational context. It was reported by the account that the 2.0x80 mm armada 14 percutaneous transluminal angioplasty (pta) catheter worked properly when it was first advanced onto a guide wire. Return analysis noted the shaft proximal to the proximal seal was stretched. In this case, it is likely that the device being previously used likely compromised the condition of the device which contributed to the resistance met when attempting to reinsert the balloon catheter over the guide wire. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.